Event description:
It was reported that this patient had 3rd degree heart block, and about a week after implant the patient was seen for low heart rate. The field representative checked the patient and found high thresholds, loss of capture, and drop in impedance from 1200 to 785 ohms. The device was reprogrammed to a higher output that was able to gain capture, and an x-ray was performed. Review of the x-ray determined that the lead was not dislodged, however the slack had pulled up and was not getting good contact. The physician decided that since the patient was dependent, that the best outcome would be reposition the lead. The following day, an additional procedure was performed to reposition the lead with no further issues. No additional adverse patient effects were reported.